Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. The user's blood glucose level was not impacted. The user successfully loaded a new cartridge. It was confirmed that the user has alternate insulin therapy available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.